Event description:
The customer reported that the display on the device was blank. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the display on the device was blank. There was no reported pt involvement. The device was evaluated at philips. The issue was localized to the control pca.